Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ pump, model 1104, implant date: (B)(6) 2017, UDI: (B)(4). (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the biventricular (bv) patient developed dysphagia. The ventricular assist devices (vads) remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.